Event description:
Review of a (B)(6) male pt's downloaded revealed discharge profile fault flags. Zoll customer support contacted the pt and issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor (B)(4) has been completed. The reported problem (discharge profile fault) was confirmed. Upon eval, the j1000 jumper on the ca board was damaged. The j1000 was cracked causing pins 1 and 2 of the j1000 to lift away from the board, which resulted in an inability of the a/d circuit to read the correct cap voltage. The cause of the discharge profile faults was the damaged j1000. The cause of the damaged j1000 was unable to be positively identified. No adverse event resulted from the damaged j1000. The pt received a replacement monitor.